Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced low blood glucose on during a flight with blood glucose levels of 50 mg/dl at the time of the incident. The customer's blood glucose level was unknown at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer noticed insulin dripping from the tubing with the infusion set disconnected at the quick release. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.